Event description:
Customer requested a device log review because they noted pca volume and dose discrepancies for a particular patient, and had previously identified two similar events for the same patient. Customer is not alleging any sort of device malfunction or product deficiency, they are concerned that there may have been unauthorized access to the device and are requesting assistance in determining device programming to identify when changes were made. At 0145 the nurse changed the pca syringe. Settings were verified by two rns to be dilaudid 0.2 mg every 10 min, with a 3.6 mg/4 hour lockout. At 0633, the bedside rn and charge rn went to clear the pump; it was cleared for 20mg and there were 10.7 ml remaining to be infused. Customer is unsure of how this occurred as the patient's settings remained unchanged. Both rns verified settings prior to clearing pump at 0630. The key was returned by the nurse and the return was witnessed by the charge nurse, and the pump was locked when the infusion was initiated after the syringe change. Per hospital logistic service, there was no staff in the room in the 2 am hour or 4 am hour when the device log stated pump had activity. The patient was monitored, and suffered no ill effects. On two of the occasions there was no effect, and on one occasion (the second time) the patient was reported to have had a little bit better pain control but was easily rouseable.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.